Event description:
It was reported to medtronic minimed that the customer was in coma due to pump malfunctioning. Customer also requested replacement battery cap. The event involved product(s) mmt-1884. Troubleshooting was not performed. It is unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer experienced diabetic ketoacidosis and high blood glucose of value 1600 mg/dl and hospitalized. Customer reported pump battery chamber and battery cap had damaged. The event involved product(s) mmt-431ag, mmt-342, mmt-7040ma. No product return is required for mmt-431ag, mmt-342, mmt-7040ma.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (checked the box "adverse event"), b2 (checked the boxes " hospitalization - initial or prolonged" and required intervention to prevent permanent impairment/damage (devices)", b5 (updated the summary), d10 (updated the concomitant products), h1 (replaced malfunction with serious injury), h6 (replaced health effect - impact code 4650 with 4607 for health effect - clinical code 2417. Also. Added health effect clinical codes 1905, 2364 and their related health effect - impact codes 4607, 4607 respectively) and h6 (medical device problem code 3191 has been replaced with 1260, 1069) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.